Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for routine follow-up in clinic, low level, high frequency noise was observed. Review of egm noted inappropriate antitachycardia pacing therapy on (B)(6) 2017 and myopotential inhibition. Programming changes were made and the oversensing was significantly reduced. Patient¿s condition was good and the patient will be monitored with routine follow-ups.